Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2015, the patient reported low speed events when connected to the power module. The patient remained asymptomatic during the event. On (B)(6) 2015, the manufacturer¿s technical service representative reviewed the log file and evaluated the patient's percutaneous lead. Multiple pump stops and associated decreases in pump speed were noted in the log file while the patient was connected to the power module. During the evaluation, the low speed event was reproduced when the patient bent forward while connected to the patient cable and power module. It was suspected that there was an issue with the internal portion of the percutaneous lead. On (B)(6) 2015, the patient was sent a ungrounded patient cable. The patient is reportedly not a good candidate for a pump exchanged due to advanced age and destination therapy indication. The plan is for the patient to remain on the ungrounded cable.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2015, the patient experienced pump stoppages while on battery power. The patient was out of town at the time of the event and was airlifted to the implanting center. X-rays were taken and there were no obvious areas of concern noted internally or externally. The two pump stoppages noted in the log file were correlated with when the patient sneezed and again a few days later when the patient was reaching for the car door. As the pump stoppages appeared to occur during movement while the patient was supported on battery power, it was suspected that there was internal damage to the percutaneous lead and a pump exchange would be necessary. On (B)(6) 2015, the patient underwent a pump exchange. No further issues were reported.

Manufacturer narrative:
A full evaluation of the pump could not be conducted as it remains in use supporting the patient. Based on the manufacturer¿s past experience and similar reported events, the low speed events and pump stoppages, which were confirmed through the evaluation of the submitted system controller log file, could be indicative of a potential driveline issue. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 7 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.